Manufacturer narrative:
No implants were made available for review as they remain insitu; however review of the x-ray provided confirms the s1 set screw has disassociated from the construct. A revision surgery has not been scheduled at this time. The surgeon will continue to monitor the patient for any indications prompting surgical intervention. Review of labeling: possible adverse events: bending, disassembly or fracture of implant and components loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
On (B)(6) 2020, seaspine was made aware of a mariner set screw disassociation in the postoperative period at level s1. The index surgery date is unknown.